Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As per medical records for per (B)(6) stated that " an office visit on (B)(6) 2010 notes the biopsy showed "eosinophils consistent with allergic type reaction but no evidence of sarcoma." ... There is an (B)(6) 2010 admission and surgery for excision of the right thigh mass and explant of the right total hip arthoplasty. ... A discharge summary dated (B)(6) 2010 describes admission on (B)(6) 2010 for excision of mass and "during procedure we determined that the mass had actually transformed most of her normal tissue around hip joint into fibrous necrotic tissue, including her gluteus maximus, medius and minimus, and a large portion of her sciatic nerve ... Dead muscle ... Excised ... Prosthesis ... Explanted ... Mass extended into pelvis ... Not resected due to danger ... Pre-op MRI pelvic mass nonmalignant" ... The diagnosis was "ischemic fasciitis, possible pseudotumor".